Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found within specification in relation to the reported "just went off after saying system error" which was not reproduced. A single system error 343 alarms was confirmed during a review of the event history log, which may have been the cause for the reported symptom. Evaluation found no failing component for causality, and the device was found to operate as designed.

Event description:
It was reported that a spectrum pump "just went off after saying system error" while on a patient in the medical intensive care unit 18 care area (medication, programmed amount and delivery rate unknown). Any patient injury or medical intervention is unknown. All the information regarding the patient and event reported to baxter by the customer has been reflected in this report.